Event description:
The rn was connecting an alaris large volume pump (lvp) module to the pcu unit. When the two pieces were connected, the rn noticed the smell of smoke right away and noted a burned connector on the alaris lvp. The rn disconnected the lvp from the pcu, tagged the two devices and notified the biomedical engineering department per hospital protocol. The biomedical and clinical engineering departments assessed the pump and noted the burned connector. This connector has a tendency to burn when it gets damp or bent. This has happened several times in the last few months. The hospital owns 1600 of these pumps, so we see this as a potential issue for patient safety because the burning connector could cause a fire if undetected. Alaris (owned by cardinal health) has been replacing these connectors for free, as the events happen, with a new design of the connector that is more rugged. We have not had any problems with the newer connectors. We recommend that alaris recalls the old connectors that have a tendency to burn, and replace them with the new rugged connectors. Follow-up reveals that the original connectors are grey, and the new replacement connectors are black. The new black ones are apparently a harder plastic, so the pins do not bend as easily. Other than that there are no apparent differences between the old and new connectors. Our best guess is that the damage to the pins causes this because the plastic is softer on the old connectors; but it could be a combination of both fluid and damage to the pins. We have had 45 documented incidents of the sparking, smoking or burning of these connectors in the past 3 years. 246 connectors have been replaced by alaris at their expense. When we send the pumps in for other repairs, they automatically replace the iui connectors as well. We have also replaced another 290 connectors ourselves on pumps - in this case we purchased the connectors from alaris. We still have another 2720 pumps that have old iui's (5440 iui's total). We believe this is a fire hazard.